Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that that the motor died of a worn out flex circuit caused by the device overheating. Therefore, the reported condition was confirmed. The assignable root cause was due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had overheated. It was not reported if the device was used in surgery, or if there was patient involvement. There were no reports of delays to a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.